Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of jaws not opening. Visual inspection was performed and failure analysis did not find any damage to the grip. Failure analysis investigation also found the pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the jaws on the pk dissecting forceps instrument was not opening. There was no patient harm, adverse outcome or injury reported.